Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient with an intrathecal drug delivery pump implanted. The pump's IFU (indication for use) was listed as intractable spasticity and familial spastic paraparesis. On (B)(6) 2015, the pump was refilled; during the refill the fentanyl (old drug) was removed due to side effects. The fentanyl was 125 mcg/ml and the pump delivered a dose of 25 mcg/day. The current drug was reported as baclofen 2369 mcg/ml; dose 473.8 mcg/day. On (B)(6) 2015, the patient was in the ER (emergency room) and stable, but experiencing confusion, was sedated, and sleepy but arousable. Per the session data report of the pump interrogation performed (B)(6) 2015, the pump was programmed to deliver: fentanyl 125 mcg/ml and baclofen 2369 mcg/ml in simple continuous infusion mode. The doses were: fentanyl 25 mcg/day and baclofen 473.8 mcg/day. The pump was updated and last changed on (B)(6) 2015 to deliver: baclofen 2369 mcg/ml in simple continuous infusion mode; the dose was 473.8 mcg/day. A bridge bolus was programmed with the old drug desired doses being: fentanyl 473.8 mcg/day and baclofen 8979.5 mcg/day. The bridge bolus delivered over a 3 hour duration the following doses: fentanyl 60.67 mcg and baclofen 1,149.6 mcg. Additional information was received from a consumer. On (B)(6) 2015, fentanyl was put in the pump and it caused the patient to have unsteady gait, nausea, fatigue, weight loss and headaches. These symptoms began immediately when the fentanyl was put in the pump. On (B)(6) 2015, the patient had the fentanyl removed from the pump because it was making her sick. The patient was then overdosed and she went into a coma. The patient was overdosed on both fentanyl and baclofen. The patient went to the hospital in a non-responsive state via ambulance. The patient did not recall everything in the hospital because she was out of it. During the overdose event, the patient was flushed with fluids, given medication, and monitored in the hospital because she was not breathing. The pump contained only baclofen as of (B)(6) 2015. The patient had burning in her body still from the overdose. The patient requested new physician listings. The lot number of baclofen, pertinent medical history, patient outcome, and clarification of the overdose were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the physician. The start date for the baclofen and fentanyl was (B)(6) 2015. The baclofen therapy was ongoing and the fentanyl end date was (B)(6) 2015. Other medications that the patient was taking at the time of the event included zohydro 50mg every 12 hours, norco 10mg qid prn (four times daily as needed) and baclofen 10mg tid prn (three times daily as needed). The patient's medical history included hereditary spastic paraparesis, adrenal insufficiency, asthma, angina, htn (hypertension), hypothyroidism, migraine headache, peptic ulcers, pancreatitis, anal cancer. It was reported that the np/midlevel practitioner made a mistake programming the bridge bolus after new medication was placed into the pump. This caused a bolus of meds within the catheter to be pushed out over 3 hour time period therefore causing toxic encephalopathy. Supportive care was provided for the symptoms. Symptoms have resolved except for minimal a cognitive side effect that was being treated with speech therapy.